Event description:
(B)(4). I had the essure placed in (B)(6) of 2010 the first 4 months I had to visit my doctor several times due to either heavy bleeding, or missed cycles. It seemed to level out but after a fairly normal year I started to have lower abdominal pain, and pain during intercourse. Then it progressively got worse I started having pain with bowel movements, lower back pain, excessive weight gain in short periods of time, exhausted all the time, and missing menstrual cycles often.